Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), menorrhagia ("excessive and frequent menses/excessive bleeding during menstruation/menorrhagia"), polymenorrhoea ("excessive and frequent menses"), perineal pain ("pelvic perineal pain"), menstruation irregular ("irregular menses"), dysmenorrhoea ("dysmenorrhea") and cyst ("cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, polymenorrhoea, perineal pain, menstruation irregular, dysmenorrhoea, cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, perineal pain, polymenorrhoea and uterine leiomyoma to be related to essure. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff fact sheet was received. Event added from pfs- cyst, fibroids. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), menorrhagia ("excessive and frequent menses/excessive bleeding during menstruation/menorrhagia"), polymenorrhoea ("excessive and frequent menses"), perineal pain ("pelvic perineal pain"), menstruation irregular ("irregular menses"), dysmenorrhoea ("dysmenorrhea") and cyst ("cyst/ cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, polymenorrhoea, perineal pain, menstruation irregular, dysmenorrhoea, cyst and uterine leiomyoma outcome was unknown. The reporter considered cyst, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, perineal pain, polymenorrhoea and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("excessive and frequent menses/excessive bleeding during menstruation"), polymenorrhoea ("excessive and frequent menses"), perineal pain ("pelvic perineal pain"), menstruation irregular ("irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, polymenorrhoea, perineal pain, menstruation irregular and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pelvic pain, perineal pain and polymenorrhoea to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.